Manufacturer narrative:
The device/packaging was not returned to edwards for evaluation. In addition, the lot number was not provided. The photographic comparison provided by the customer was examined and appears consistent with the labeling drawing. There is no allegation of product malfunction and it does not appear that there is a manufacturing defect associated with the label. This is the first complaint of this type reported to edwards. At this time, no corrective action is required.

Event description:
It was reported that a patient known to have heparin-induced thrombocytopenia, (hit) received a heparin-coated central venous catheter, which caused the patient's platelet count to drop. The health professional's impression was that "there is not much difference in the appearance of the packaging of two types of central venous catheters, both called "multimed" and made by the same company, edwards. One type has a heparin-infused coating called thromboshield, which helps prevent blood clots on the catheter for most patients. For patients with hit; however, there is a second product that should be used. The customer stated that the problem was that the packaging for the two products is nearly identical with only subtle differences". Direct thrombin inhibitor (argatroban) was started, heparin was held, and a serotonin release assay was sent. Patient was switched from argatroban to lepirudin due to increased lft's [liver function tests]. Serotonin release assay returned negative on (B)(6) 2010, but due to indeterminate hit patient was continued on lepirudin and hematology continued to recommend he not be re-challenged with heparin.